Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at fisher & paykel healthcare new zealand. The manometer was visually inspected and performance tested. Results: it was observed during initial testing of the complaint manometer that the manometer needle took a long time to return to 0cmh2o. The manometer was removed from the valve system and dismantled. It was found that a lever was sliding against a metal plate of the manometer mechanism. The lever was loosened from the metal plate and the complaint manometer was functionally tested as per the neopuff technical manual. The subject manometer passed the functional testing once the internal mechanism had been adjusted. A lot check revealed no other complaints for the lot number provided. Conclusion: the reported malfunction was cause by misalignment in the internal mechanism of the manometer. We were unable to determine what had caused this. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A biomedical engineer at a hospital in (B)(6) reported that a neopuff infant resuscitator failed the pressure output specifications during pre-first use testing.